Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the placement signal issue cannot be determined since product was not returned and data logs are not available. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR and to document that the device has been returned to the manufacturer for investigation. Section d1 (brand name) and section d4 (serial number) have been corrected to reflect accurate device information. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. The impella device has been received, and an evaluation is currently underway. A supplemental MDR will be submitted upon completion of the investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a placement signal issue. No patient harm was reported.